Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and belt sn (B)(4) has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the event. During the incoming functional testing, a 1 hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5 hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5 hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150 j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a device malfunction that caused or contributed to the patient's death.

Event description:
Resubmitting this MDR as part of an internal audit where the electronic 3500a pdf form could not be located. The internal audit indicates that the electronic 3500a form, within the esubmitter application, was created on 03/09/2018. Acknowledgements 1, 2, and 3 could not be located. A us distributor contacted zoll to report that a patient passed away on (B)(6) 2018. Per the patient's continuous ECG recordings, the patient experienced a ventricular tachycardia (vt) arrhythmia at 11:09:13 with motion artifact for 40 seconds. The ECG was then obscured by motion artifact from 11:09:53 until the device was shutdown at 11:32:09 on 02/03/2018. The detection sequence ended due to motion artifact observed in the ECG recordings. The underlying rhythm during the motion artifact was unable to be positively identified. It was reported that resuscitation efforts were made on the patient, and the patient subsequently passed away on (B)(6) 2018.